Event description:
After an unplanned power loss/power outage in a newly built surgical ward, the overhead tube crane (otc) lowered uncontrolled onto the pt table (without a pt lying on the table).

Manufacturer narrative:
The counterbalance cb on the otc was adjusted according to the adjustment procedure and the equipment was accepted by the customer and verified to perform according to specifications. Internal testing completed by csh during the mfg investigation has identified the root cause of this issue as the adjustment of the cb and relaxation of the spring coil tension that contributes to the downward movement of the otc during a power loss/ outage.